Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is unk how this screw was inserted in the nail during the surgery. If the screw is not fully seated in the retrograde nail, the screw could back out following surgery. Also, one of the possible reasons for a screw backing out may be due to but not limited to the pt post-op activities, surgical technique etc. No x-rays were returned. Details of surgical technique used are unk. There is insufficient info provided to determine the root cause of this incident. Eval: the flutes on tip of screw exhibit gouging. The part is conforming where measured. Thread form, run out, and major/minor diameters were checked on comparator with overlay and found to be conforming. The mfg records were reviewed and found to be conforming indicating that the devices were MFR, inspected, and packaged to specification. Cause cannot be definitively determined.

Event description:
It is reported that the pt was revised because the most distal transverse screw had backed out from (B)(4) retrograde nail.